Event description:
The tampon still inside of me - vagina [foreign body in reproductive tract]. Tampon string broke off [device breakage]. Had to spend 5 min removing it because in doing so, the string broke off with the tampon still inside of me [complication of device removal]. Case description: consumer reported via email that the tampon string broke off with the tampon still inside of her. No serious injury was reported.